Event description:
The pt's hickman line became compromised. The central line was compromised while being flushed prior to blood transfusion. Per documentation line "broke" and had hole in it. The line was covered and md notified immediately. The line is to be fixed today. The line was not preserved. No identifying data is available.